Event description:
On 2025-oct-24 additional information was received from the patient. The patient (pt) reviewed info from the initial case where the pt was having pain and shocking sensations (specifically on program 4). The pt also mentioned previously documented info regarding the ins moving after being implanted initially. The reason for the call today was the pt noted they were put on program 1 at .8ma but they were having symptoms and were going through many pads. The pt wanted to know if they had the approval to switch her programs and try something new--agent reviewed that patients have full autonomy as far as changing programs and their stimulation levels. Agent advised the pt that if they were going to proceed with a program change, they may want to consider tracking their symptoms to see what program(s) may help best address their symptoms. The pt noted they will do this and that their doctor lives hours away.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were feeling electric shocking sensations "down below" on the right side. They had surgery last wednesday to have a prolapse stitched up and had turned therapy off before the surgery and back on again after. The patient stated that they thought the pain was from the prolapse and hoped the pain would go away after the surgery, but it did not. The patient stated they were in so much pain they couldn't walk or bring their leg up. The agent walked the patient through connecting to their settings and turning therapy off which immediately gave the patient relief from the pain. The patient stated that the pain started about a week after they had their device implanted after they increased stimulation. The patient prefered to leave therapy off for a couple days and then might call patient services back for assistance turning therapy on at a different setting. They also said they would have a follow up appointment with the managing healthcare provider (hcp) in 5 weeks. The patient called back for help turning therapy back on again. The caller reiterated information from their first call: that they had a prolapse surgery last week and since then they had not been feeling good and had been feeling sensitive. The caller reported that they couldn't even lift their legs up because of the pain that was giving them right under their lady parts, more on the righthand side. It was like it was electrocuting them. The pain happened when they walked or moved their leg up and it seemed to progress as the days went on. The agent helped the caller turn therapy off. The caller noted that after the agent helped them turn therapy off during the initial call, they had a return of symptoms and had to wear pads. The agent helped the caller connect to implant and change programs and change programs back in order to get the therapy to start at 0.1. The caller was able to steadily increase to a comfortable level. The patient confirmed stimulation in bicycle seat area and comfortable. The caller said they would will maintain stimulation and adjust as necessary.